Manufacturer narrative:
E1.initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla 2 guide extension catheter in 2 pieces. The device was bloody. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a complete separation at the collar/shaft area, tip damage (misshapen), collar damage, hypotube kink located 50 cm from the collar, shaft kink located 9cm from the collar, and shaft damage (zipper) along the entire length of the shaft. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that catheter became stuck in the lesion, the tip broke off and required additional intervention. The 99% stenosed target lesion area was located in a severely tortuous and severely calcified right anterior tibial artery. A 6f, pv ii long guidezilla catheter guide extension was selected for use in a percutaneous transluminal angioplasty. During the procedure, it was noted that the catheter got stuck in the lesion. The device was pulled strongly, leading to the separation of the catheter's tip. The detached catheter was removed by snare. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter became stuck in the lesion, the tip broke off and required additional intervention. The 99% stenosed target lesion area was located in a severely tortuous and severely calcified right anterior tibial artery. A 6f, pv ii long guidezilla catheter guide extension was selected for use in a percutaneous transluminal angioplasty. During the procedure, it was noted that the catheter got stuck in the lesion. The device was pulled strongly, leading to the separation of the catheter's tip. The detached catheter was removed by snare. The procedure was completed with a different device. No patient complications were reported.